Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with a pain pump many years ago (date unknown) due to ineffective therapy. The patient's lead was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Corrected data: common device name was listed incorrectly on the initial report. Date of explant is unknown.

Event description:
Follow-up revealed the model 3288 lead was actually explanted a while back (explant date is unknown) due to a rare cyst condition. On (B)(6) 2017, the patient was only implanted with replacement product.